Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the remote control wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the objective lens unit fluid damage, the control body corroded, the remote control switch corroded, the ccd driver pcb corroded, the air/water socket leak, the u/d knob loose, the r/l knob loose, the remote control button (1) disinfections damage, the remote control button (2) disinfections damage, the remote control button (3) disinfections damage, and the remote control button (4) disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.